Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with multiple failed battery tests and an instance of motor error. Troubleshooting was declined. The insulin pump was not returned for analysis.